Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) crematory with limited information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.